Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove, failure to advance, stent damage and stent dislodgement appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the sierra stent delivery system (sds) encountered resistance with the anatomy causing the reported failure to advance and likely causing the sds to get caught in the anatomy and the difficulty to remove shortening stent. Manipulation against resistance during retraction resulted in the stent dislodgment. Additionally, the reported treatment appears to be related to the operational context of the procedure as a non-abbott balloon and non-abbott catheter were used to retrieve the dislodged stent from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. Pre-dilation was performed with an unspecified balloon. A 2.50x38mm xience sierra stent delivery system (sds) failed to cross the target lesion due to the anatomy. During removal of the sds resistance was met with the anatomy and the stent shortened. The sds was pulled and the stent dislodged in the aorta. With the guide wire still in place a non-abbott balloon and non-abbott catheter were used to retrieve the dislodged stent from the anatomy. A 2.25x23 sierra stent was implanted to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.